Event description:
Reporting status: malfunction, reporting rationale: stent dislodgement / no medical intervention; has caused or contributed to patient injury previously. Device issue: stent dislodged. It was reported that the stent fell off the stent delivery system (sds) during removal of the device from the package. Therefore, the device was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - it was reported that the stent dislodged when being removed from the packaging. No determination can be made as to the root cause of the reported dislodgement. Stent outer diameter is verified 100% at the time of manufacturer and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp.